Manufacturer narrative:
(B) (4). (B) (6) study event. Eval summary: visual disturbances and neurological events may occur during this type of procedure as listed in the instructions for use. Visual disturbances and neurological events are known observed adverse events associated with the use of the product. These known pt adverse effects are not necessarily an indication of a product quality deficiency. There was no device malfunction reported that could have contributed to the event. The info provided is not sufficient to determine a relationship between the event and the product. There are no other incidents with this part and lot number combination which suggest there are product quality deficiencies. Based on the investigation findings a definitive cause for the reported adverse effects and the relationship to the product, if any, could not be determined; however, there were no indications of any product deficiencies which could have contributed to the outcome of the procedure. Product performance engineering will monitor the incident circumstances. As part of the manufacturing quality process , all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history records revealed no non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: partial hemianopia with decrease in visual comprehension. Time of symptoms/ae: one day post procedure. It was reported that one day post uneventful right internal carotid artery stenting procedure, the pt experienced partial hemianopia with a decrease in visual comprehension on the left side. Two days post-procedure, a head CT showed a low attenuation in the right parietal lobe suggestive of a subacute infarct. On (B) (6) 2010, pt's condition was improved with only partial hemianopia remaining. Although requested, there was no add'l info provided.